Event description:
ICU medical plumduo infusion pump began alarming for "door open" after infusion complete. The pump became frozen and was unresponsive to input; it was unable to be turned off and the alarm continued to sound. The pump was placed out of service. The alarm continued to sound until the battery was depleted.